Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately on (B)(6) 2015 when she obtained alleged inaccurately high blood glucose results with the subject meter of "164, 159 and 230mg/dl." The patient compared the results to another unspecified meter, but was unable to supply the results for the other meter. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine as a result of obtaining the alleged inaccurate results. She reported that a "couple of minutes" after the start of the alleged issue, she developed symptoms of "disoriented, shaky [and] sweaty." She denied receiving any treatment for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The patient did not have her meter with her at the time of the call and was, therefore, unable to perform a control solution test. She was also unable or unwilling to describe her testing steps, to confirm whether her test strips had been stored correctly or whether the test strip vial was cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.